Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an explant of the ipg due to infection. The patient had continued fluid or drainage and pain at the pocket site. The physician did not believe that the infection was device or procedure related. The patient was prescribed antibiotics.